Event description:
The device was returned for a pneumatic valve actuation failure (valve 2). Mock infusion was performed and no error was produced. Recharge and hardware tests were performed with no failure indicated. Log files indicated pneumatic valve actuation failure (valve 2). Valve 2 will be removed and replaced.

Event description:
The following has been reported: biomed reported: pump (sn (B)(6)) that came down to our shop 3 times since go live with the same issue stated (red alarm requires servicing). Every time we run a few functional checks and the unit pass every time and we send it back to service. The unit here with me, ran 2 infusion test and unit passed just fine. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 2). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.